Manufacturer narrative:
(B)(4).

Event description:
Received information, diagnostic impedances were >4000 ohms on all or some bipolar pairs. Additional information has been requested and if received, a follow up report will be sent.